Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a digestive surgery, the surgeon was able to press the green button, however there was a repeated blocking of the handle and was impossible to fire the device. There was no problem with reloads of another lot. There was no patient injury.